Event description:
Medwatch form was received by MFR with event description: oral feeding tube was placed in stomach. Upon x-ray it was determined that it was in the abdomen. The (B) (6) had bleeding and it was speculated that the (B) (6) had an esophageal tear. (Not confirmed).